Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: experienced a bd primary IV set tubing that separated at the upper fitment and pumping segment during set loading. The IV set was not stretched during set loading. No patient harm reported. No other details provided.